Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath (clear) - us was selected for use. However, there was air aspiration. The physician decided to replace the device and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Investigation summary: when the sheath was first received at boston scientific's post market laboratory the sheath was first visually inspected and no abnormalities were seen. The sheath was prepared and irrigation was performed with no leaks seen. Additionally test aspirations were performed and there was no air seen in the device. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of air in the sheath was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected as the returned device met all specifications and exhibited no defects during testing.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath (clear) - us was selected for use. However, there was air aspiration. The physician decided to replace the device and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.